Event description:
It was reported a thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient exhibited heavy smoke in the left atrium (la) and left atrial appendage (laa) throughout the pre-, intra-, and post-ablation phases. At the time of insertion of the was sheath, the activated clotting time (act) was 292. A transesophageal echocardiogram (tee) performed prior to was insertion confirmed no thrombus. The was and pigtail catheter were advanced without complication, and contrast was injected successfully. The appendage was sized, and a 24mm wds was prepared. Upon removal of the pigtail and advancement of the wds to the inferior vena cava (ivc), a possible thrombus was observed at the end of the was sheath in the laa. The wds was removed, aspiration was performed through the was sheath, and additional heparin was administered. A follow-up tee showed sludge, but no thrombus. The wds was again advanced to the ivc, and a similar observation of possible thrombus occurred. The wds was removed, and aspiration was repeated with no thrombus retrieved. Both the tee and implanting physicians reassessed the appendage using definity contrast and determined that, due to uncertainty regarding thrombus presence, it was safest to abort the procedure. The wds was never advanced beyond the ivc, and the was removed without visual confirmation of thrombus. The patient woke from anesthesia with no complications and was discharged the next day.